Manufacturer narrative:
It was reported that the surgeon didn't feel like the size femoral component covered the condyle of the femur enough. There was articular cartilage that showed wear superior to the top of the implant. They felt that the implant should have extended high enough to cover that area. Patient was converted intraoperatively to a ots total knee. The case was completed successfully. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that the surgeon didn't feel like the size femoral component covered the condyle of the femur enough. There was articular cartilage that showed wear superior to the top of the implant. They felt that the implant should have extended high enough to cover that area. Patient was converted intraoperatively to a ots total knee. The case was completed successfully.

Manufacturer narrative:
It was originally reported that the patient has slippage and loose or dislocated poly insert. A revision surgery occurred to exchange the poly insert. Following revision surgery, it was reported that there was no loose or dislocated poly insert. It was reported that cement leak out medially after the initial surgery and was cleaned up by the surgeon. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was originally reported that the patient has slippage and loose or dislocated poly insert. A revision surgery occurred to exchange the poly insert. Following revision surgery, it was reported that there was no loose or dislocated poly insert. It was reported that cement leak out medially after the initial surgery and was cleaned up by the surgeon.